Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01441 /- 07214).

Event description:
Legal counsel for the patient alleges that patient underwent a right hip arthroplasty on (B)(6) 2005. Patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, lack of mobility, loss of range motion, dysfunction and damage to surrounding bone and tissue. No revision has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Revision operative report noted the presence of scar tissue, deficient anterior wall, cystic or osteolytic defect, and lack of bony ingrowth on the cup. The modular head, taper adapter and acetabular cup were removed and replaced.